Manufacturer narrative:
(B)(4). Batch #: u5ee8y. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Upon visual analysis of the returned sample, it was determined that one ecr60b reload was returned unfired with two double drivers missing and one double driver out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from right proximal side. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that before the surgery, after opened the packing, noted sleds fell off. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.